Manufacturer narrative:
This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. Product event summary: the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated the battery impedance value was beyond the expected upper range. High battery impedance triggered elective replacement indicator (eri). Eri due to high battery impedance was recorded on (B)(6) 2017, prior to explant. Ramware version 8 was installed.

Event description:
It was reported that the implantable pulse generator (ipg) voltage measurements were fluctuating. The ipg was explanted and replaced due to eventual end of life (eol). No patient complications have been reported as a result of this event.